Event description:
It was reported that during follow up, post-paced t-wave oversensing on the ventricular lead was noted. Reprogramming was done. There were no adverse events for the patient.

Manufacturer narrative:
(B)(4).